Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: woman operated for knee replacement 11/10 at (B)(6) clinic. Attune cr femur sz 4 left, tibia sz 4, insert sz 4, 6 mm. Patient luxates the knee joint several times, and is repaired several times during a time frame of one week, today 19/10 revised at (B)(6) hospital because the situation for the patient has become untenable, insert is loose from the locking mechanism on tibia component when opening the knee joint, replacement of plastic insert from 6 mm to 10 mm, and the patient is in a full leg stabilized with cement after the operation. The product was not returned to depuy synthes, however photos were provided for review. See attachment "peritus attune prim rev 1, peritus attune prim rev 2." Visual analysis of the x-ray/photo evidence review revealed that the attune fb tib base sz 4 cem presented no evidence of a device nonconformance or relation of the product with the reported adverse event. The overall complaint was unconfirmed as the observed condition of the attune fb tib base sz 4 cem would not contribute to the reported allegation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was operated on for knee replacement (B)(6) 2023. Attune cr femur sz 4 left, tibia sz 4, insert sz 4, 6 mm. Patient luxates the knee joint several times, and is repaired several times during a time frame of one week. Today, (B)(6) 2023 revised because the situation for the patient has become untenable. The insert was loose from the locking mechanism on tibia component when opening the knee joint. Replaced the plastic insert from 6 mm to 10 mm, and the patient is in a full leg stabilized with cement after the operation.